Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and ¿lymph node with silicone.¿

Event description:
A healthcare professional reported left side breast tumor, rupture and ¿lymph node with silicone." This record represents the left side. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional observations: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported left side breast tumor, rupture and ¿lymph node with silicone." This record represents the left side. The device has been explanted.